Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that two infusion sets cannulas was kinked within three or more hours after insertion at abdomen on (B)(6) 2025, which resulted in elevated blood glucose (749 mg/dl), therefore patient had received correction bolus via pump. It was also reported that the patient went to the emergency room (ER) and was admitted to hospital at intensive care unit (ICU) on (B)(6) 2025 and received intravenous (IV) fluids with insulin saline and the patient blood glucose levels while admitting the hospital was 749 mg/dl. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.